Event description:
Nurse went to plug unit into wall, prior to hooking up for pt use, when plug sparked, observed smoke, and heard a popping noise. Upon observation the plug revealed black markings on the side. The nurse had a dark colored spot on part of their hand. Engineering was called, who found the breaker to the head wall in the room and main circuit breaker to the unit were both tripped.